Event description:
On (B)(6) 2012, it was reported that an AED powered off during a rescue attempt, when the shock button was pressed. It was reported that the pt was not resuscitated.

Manufacturer narrative:
Method: the electronic history file from the actual device involved in the incident was evaluated. The actual device was not returned. The device was removed from the field to assist with the investigation. Result: the investigation determined that the root cause was due to a false failure of the software check due to interference during charging. A report of correction for this issue has been filed with FDA.